Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer alleges she was getting high readings on her meter. Customer reportedly received the following results on a compact plus meter, compared to lab results, within 10 minutes: 146 mg/dl (meter) and 81 mg/dl (lab). No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.